Manufacturer narrative:
The device was above the elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-18283; 2017865-2021-18286. It was reported that the patient's system was extracted due to bacteremia and vegetation on a central line and possibly the pacing lead. No complaint was made against the device. The patient tolerated the procedure well and was stable.